Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported impact to the customer¿s blood glucose level. The distributor arranged for device return and replacement pump to be provided, with no additional information available regarding further actions.